Event description:
A cartridge alarm occurred during the load process, but there was no adverse impact on the customer's blood glucose level. The customer had not previously reported this specific cartridge alarm with the pump¿s serial number, but issues had been reported with consecutive cartridges. Technical support decided to replace the pump, advising that a pump with updated software would be provided. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and given guidance on preparing the pump for return. The replacement process included program settings and connecting the continuous glucose monitor (cgm) to the new pump. The customer was informed to return the faulty pump within ten days to avoid charges.